Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
It was reported the loudspeaker film is damaged and the battery is worn out. The device was not in use on a patient at the time of event, there was no patient involvement.